Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to a corroded keypad trace. The insulin pump was received with a minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The caller stated that the button was not pressed for longer than 3 minutes. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump and a request was made to have the customer return the device for analysis.